Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing with a black cartridge on the stomach; the device made a strange noise and only completed one row of staples on the outer row on the stomach. The other two rows were malformed with straight staples. On the specimen portion all rows were complete and intact. A new device and cartridge was pulled. The area was re-stapled and over sewed were the default occurred. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4).